Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, by transfemoral approach. During the valve deployment, the valve was in a good position; however, the valve moved towards the left ventricle (lv) due to very low calcium. It was decided to open the patient's chest to remove the valve. No additional valve was implanted. Patient is doing fine.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: minimal calcification was present on the native annulus. Valve was migrated toward ventricle after the implantation. Annulus area was 329.8 mm2, and lvot area was 297.7 mm2, which was borderline between size 20mm and 23mm. However, the bigger size (23mm) was selected for this case. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during the deployment, the valve was in a good position (intended position) but, after a couple of minutes, the valve moved towards the lv due to very low calcium. The surgeon decided to open the patient's chest to remove the valve.'' Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. The absence of appreciable annular calcification (figure 1) in this case accounts of the thv instability post-deployment, which caused it to physically detach and/or shift downward toward the ventricle. As such, available information suggests that patient factors (minimal calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.